Manufacturer narrative:
Concomitant medical products: vedr01 ipg ,implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had a loss of capture during cautery and opening of the pocket. It was noted that the patient experienced palpitations. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead has not been removed.